Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 MDR's filed for the same patient (reference 3002806535-2016-00069 & 0001825034-2016-00499). Remains implanted.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to unknown reasons. The patient will be further revised due to dislodged liner; however no revision procedure has been reported to date.